Event description:
Caller reported a cartridge issue, but there were no alarms in the pump history. It was noted that there was no adverse impact to the customer's blood glucose level. Customer technical support assisted the customer with loading the cartridge and the loading was successful, resulting in the case being closed.